Manufacturer narrative:
H3 plant investigation: although it was stated that the complaint device was available to be returned for manufacturer evaluation, to date no sample has been received. As the sample was not received, the reported complaint was not confirmed. A production records review was performed on the reported lot. There was one other complaint reported against the lot. The complaint was for a "cracked header" noted prior to treatment, and was confirmed as a potting-related defect. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. During follow up, it was revealed that the blood leak was external. Blood was observed dripping from the arterial header/end-cap of the device approximately one hour into the treatment. The blood was reportedly leaking onto the floor. The machine did not alarm and blood test strips were not used. The patient was dialyzing on a fresenius 2008k2 machine with fresenius bloodlines. There was no reported damage identified on the dialyzer. After the blood leak was identified, the lines were clamped and most of the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was less than 50 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on the same machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.